Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the half-height drawer 2 and the pockets in drawer 3 had failed. A field service engineer cleaned the contacts and secured the connections to resolve the issue. The device was tested good using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.